Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited error code e116. The issue was found during inspection for use of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was poor contact of the motherboard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.